Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that perforation in the catheter detected after 9 months of implantation, without serious incidents. PICC implanted on (B)(6) 2023. On the night of (B)(6) 2024 the patient felt pain when injecting paracetamol through the PICC. The following day the eiav team came to check him. The catheter is 4cm out and when performing the push & stop lavage to check patency the patient feels a lot of pain again. They decide to remove the PICC and place an lm. Subsequently they check that there is a perforation in the 8th cm of the catheter (visually checked when injecting saline). No other information was provided.

Event description:
It was reported by the customer that perforation in the catheter detected after 9 months of implantation, without serious incidents. PICC implanted on (B)(6) 2023. On the night of (B)(6) 2024 the patient felt pain when injecting paracetamol through the PICC. The following day the eiav team came to check him. The catheter is 4cm out and when performing the push & stop lavage to check patency the patient feels a lot of pain again. They decide to remove the PICC and place an lm. Subsequently they check that there is a perforation in the 8th cm of the catheter (visually checked when injecting saline). No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that perforation in the catheter detected after 9 months of implantation, without serious incidents. PICC implanted on (B)(6) 2023. On the night of (B)(6) 2024 the patient felt pain when injecting paracetamol through the PICC. The following day the eiav team came to check him. The catheter is 4cm out and when performing the push & stop lavage to check patency the patient feels a lot of pain again. They decide to remove the PICC and place an lm. Subsequently they check that there is a perforation in the 8th cm of the catheter (visually checked when injecting saline). No other information was provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter fracture was confirmed. The product returned for evaluation was one 4fr sl powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 8cm and 9cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned fracture edges which were rounded and polished due to repeated material wear 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.